Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: d2a the device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic laparoscopic inguinal hernia repair that was able to be completed using the same device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an error e843 during set up and inspection for use. There were no reports of patient harm.